Event description:
This study investigated the safety and efficacy of the pre-closure technique using the closer device in terms of time-to-hemostasis, ambulation and patient discharge for percutaneous coronary interventions compared to prostar xl as documented in the perclose accelerated ambulation and discharge (paradise) trial. The time-to-hemostasis, ambulation and discharge of the pre-closure arm patients seemed to be comparable to those of the standard arm and the paradise trial. No major complications were reported; however, minor bleeding, hematoma and pain were reported for the closer device requiring manual compression, surgery, medication and prolonged hospitalization. Hematoma, infection with surgery, oozing requiring manual compression and prolonged hospitalization were noted for the prostar xl device in the paradise trial. In addition, the prostar xl has potentially been associated with pseudoaneurysm and blood loss requiring transfusions and manual compression. The study concluded that the closer device appears to be a safe and rapid means of achieving hemostasis, ambulation and discharge and is comparable to the prostar xl device. In addition the pre-closure technique is a safe means of achieving hemostasis post-percutaneous coronary intervention using large-sized sheaths without major complications.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of, hematoma, infection, pseudoaneurysm, hemorrhage and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis could not be determined. The unexpected medical intervention and surgical intervention are related to case circumstances. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects of hematoma, infection, pseudoaneurysm, hemorrhage, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.b5: description of event/ problem

Event description:
This study investigated the safety and efficacy of the pre-closure technique using the closer device in terms of time-to-hemostasis, ambulation and patient discharge for percutaneous coronary interventions compared to prostar xl as documented in the perclose accelerated ambulation and discharge (paradise) trial. The time-to-hemostasis, ambulation and discharge of the pre-closure arm patients seemed to be comparable to those of the standard arm and the paradise trial. No major complications were reported; however, minor bleeding, hematoma and pain were reported for the closer device requiring manual compression, medication and prolonged hospitalization. Hematoma, infection with surgery, oozing requiring manual compression and prolonged hospitalization were noted for the prostar xl device in the paradise trial. In addition the prostar xl has potentially been associated with pseudoaneurysm and blood loss requiring transfusions and manual compression. The study concluded that the closer device appears to be a safe and rapid means of achieving hemostasis, ambulation and discharge and is comparable to the prostar xl device. In addition the pre-closure technique is a safe means of achieving hemostasis post-pci using large-sized sheaths without major complications. Specific patient information is documented as unknown. No additional information was provided. Article: title - the safety and efficacy of "pre-closure" utilizing the closer suture-mediated vascular closure device for achievement of hemostasis in patients following coronary interventions: results of the second perclose accelerated ambulation and discharge (paradise ii) trial.

Manufacturer narrative:
Date of event: estimated date. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The closer device referenced is filed under a separate manufacturing report number. Article title: the safety and efficacy of "pre-closure" utilizing the closer suture-mediated vascular closure device for achievement of hemostasis in patients following coronary interventions: results of the second perclose accelerated ambulation and discharge (paradise ii) trialna.